Event description:
It was reported that writer and rn were trying to change the rate of a hdm coi + nca. The syringe pump module would not let them program a rate and would not recognize the syringe. The writer turned the pump on and off and tried changing the syringe. There was patient involvement but no harm. The customer's biomed observations the following: -checked error and event logs, noticed event log showed pump alarmed "check syringe" around time of incident. -biomed tried to recreate the problem by running at previous rate using 30 ml syringe, ran for ~1 hour before pump alarmed "check syringe". -tried to reinstall syringe and pump could not recognize, sometimes highlighted that the clamp was not closed properly. - on syringe selection page, sometimes could not recognize syringe size installed and message "no matches found". -biomed completed calibration in service mode but test failed during barrel clamp accuracy tests. -disassembled pca pump and reseated barrel clamp sizer sensor cable, reassembled. Barrel clamp accuracy test still fails. -tried to calibrate again and calibration fails, binary sensors test shows clamp is sometimes reading incorrectly. -opened up again and replaced sizer sensor, reassembled, and calibration passed. -biomed completed full preventative maintenance (pm) which passed. -confirmed recognition of syringe sizes: 20 ml, 30 ml, 50/60 ml. -ran test infusion at previous rate again - pass, no alarms or errors, confirmed ability to change rate. -pump returned to service. Bd learned through due diligence that the customer was "sure" they were using bd approved syringes. A copy of the health canada report was received, which states, "writer and other rn were trying to change the rate of a hdm coi + nca. The pump would not let us program a rate and would not recognize the syringe. Writer turned on and off pump and tried changing the syringe."

Manufacturer narrative:
Correction: describe event or problem. Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pca barrel clamp not detecting syringes and experiencing intermittencies could not be confirmed from the logs alone. Inspection and testing of the devices could not be performed as they were not provided for investigation. The review of the suspect pump module event log showed that on 20mar2025 at 9:25 am, a new continuous infusion was started using a bd 30ml syringe, with a detected volume of 13.0807ml, and with a rate of 1.7ml/hr and a volume to be infused (vtbi) of 13.0807ml. The primary volume infused (pvi) was recorded as 6.7919ml, an accumulated total from previous infusions. At 10:26 am, the module alarmed for door open and then for barrel clamp open. The pvi was recorded as 8.5168ml. The user selected the channel and the syringe selection screen was displayed. The user exited the screen. At 10:27 am, the module alarmed for check syringe. The user channeled off the device. Ensure that the syringe barrel, flange, and plunger are installed and secured correctly. Failure to install the syringe correctly can result in uncontrolled fluid flow to the patient. This is of particular importance for neonatal populations, including low, very low, and extremely low birthweight neonates. Before loading the syringe, check the pca module for damage or defects. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a pca module not detecting the correct syringe could not be confirmed from a log only investigation. A probable root cause could be attributed to a defective or worn barrel clamp sizer sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that writer and rn were trying to change the rate of a hdm coi + nca. The syringe pump module would not let them program a rate and would not recognize the syringe. The writer turned the pump on and off and tried changing the syringe. There was patient involvement but no harm. The customer's biomed observations the following: -checked error and event logs, noticed event log showed pump alarmed "check syringe" around time of incident. -biomed tried to recreate the problem by running at previous rate using 30 ml syringe, ran for ~1 hour before pump alarmed "check syringe". -tried to reinstall syringe and pump could not recognize, sometimes highlighted that the clamp was not closed properly. - on syringe selection page, sometimes could not recognize syringe size installed and message "no matches found". -biomed completed calibration in service mode but test failed during barrel clamp accuracy tests. -disassembled pca pump and reseated barrel clamp sizer sensor cable, reassembled. Barrel clamp accuracy test still fails. -tried to calibrate again and calibration fails, binary sensors test shows clamp is sometimes reading incorrectly. -opened up again and replaced sizer sensor, reassembled, and calibration passed. -biomed completed full preventative maintenance (pm) which passed. -confirmed recognition of syringe sizes: 20 ml, 30 ml, 50/60 ml. -ran test infusion at previous rate again - pass, no alarms or errors, confirmed ability to change rate. -pump returned to service. Bd learned through due diligence that the customer was "sure" they were using bd approved syringes.